Manufacturer narrative:
Unit passed sleep current measurement, and active current measurement. Inspected for solder connection issue (B)(6) 2020, result: solder present at power connection. Pump received error alarm during rewind due to corroded motor home switch and corroded battery tube. Unable to perform displacement test, prime, seating test, basic occlusion test, force sensor test, and occlusion test due to pump error alarm. Motor tested outside the pump and received pump error alarm at rewind. (B)(4).

Event description:
The product returns for an unknown reason. The customer¿s blood glucose level was unknown. The insulin pump will return for analysis.